Manufacturer narrative:
Inspected one opened and used enlite sensor. Found sensor is broken. Part of the sensor is inside tubing. Customer did not return needle.

Event description:
Customer called to report a needle break that occurred inside his body. When the customer removed the sensor he noticed that half of the sensor was missing. The cannula was still inside the customer's skin. The customer also mentioned he did not attempt to remove the cannula on his own. The customer will seek out a healthcare professional for assistance with removing the cannula if he feels irritation or pain in the area. Blood glucose reading at the time was 166 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.